Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor alarming for low suspend and low alerts. The customer's blood glucose level was 470mg/dl. The customer states they treated for the high blood glucose. Troubleshoot was conducted and the sensor was noted to be bent. The customer is being sent replacement sensor.